Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed as it was noted that a 02 low flow error pop up after run test. The manifold assembly was replaced. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device would not prime the arctic gel pads had an error regarding low flow or air leak. Per review of wo on 21oct2023, device was not used on a patient. Per follow up information in wo updated on 07nov2023, it was not an out of box failure. The device was sent to depot repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not prime the arctic gel pads had an error regarding low flow or air leak. Per review of wo on 21oct2023, device was not used on a patient. Per follow up information in wo updated on 07nov2023, it was not an out of box failure. The device was sent to depot repair.